Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported at the beginning of an inubation there was no light. The procedure was completed with a back up blade. No significant delay reported, minimal if any. No negative impact in state of health reported.